Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified circumferential damage inside the left guide of the 13 mm guide. Right guide did not showed any damaged. The other two drill guides (15 mm) were found to have no damaged either. During device functioning testing, one of the returned drill was used to test all the guides. It was noticed that only the right guide of the 13mm guide had difficulty to pass. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 03/02/2022, it was reported by an arthrex employee via sems that an ar-8717g-02 dynanite® staple parallel drill guide and qty. 2 of an ar-8717d-02-ru dynanite® staple drill bit had an issue. The arthrex employee became aware on 02/15/2022, that during a procedure on (B)(6) 2022, the drill and guide sleeve were locked in the middle of the drill. Used a new product and the case was completed with no patient harm. This occurred during use with no impact to the patient.